Event description:
Major pump unit(s) involved: external control system failureadditional text: covering of power lead worn out, internal cable exposedspecific component(s) involved: other component malfunction, specifyadditional text:other component: power lead protective coveringcausative or contributing factor: patient error in caring for systemother cause:intervention(s): replacement of external controllerother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: other component malfunction, specify.